Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the hem-o-lok clip applier be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, frayed wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.